Manufacturer narrative:
During the time period in which the mastitis occurred, the user was also pumping with another breast pump. The device was not returned to exploramed nc7 for evaluation; however, a manufacturing review was conducted on the device history record and no nonconformances were noted in the production of this device. With the information provided, it cannot be definitively concluded that the willow breast pump caused or contributed to the incident of mastitis. "Mastitis is usually a benign, self-limiting condition, with few consequences for the suckling infant... In worldwide studies published within the last 20 years, the incidence of lactation mastitis ranged from 4% to 27%..." Wambach, karen, and jan riordan. Breastfeeding and human lactation. 5th ed., jones & bartlett learning, 2016.

Event description:
During communication with the customer on april 13, 2018, the customer stated that she had developed mastitis and that her physician had prescribed her antibiotics, which resolved her mastitis.